Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in the (B)(6) who received an unspecified baclofen via an implantable pump. The type, concentration, and dose were unknown. The patient¿s concomitant medications and medical history were not obtainable. The serial number of the pump was requested by the representative. On an unknown date during a device follow-up at a pump refill, a discrepancy occurred as what was taken out of the pump was not what was expected. At the refill appointment, 6ml was aspirated and they stopped when they saw the bubbles. Also, 6ml as was expected also from programming information. They then proceeded to fill 20ml of baclofen, however, it stopped at 10ml as they could not fill any more. They then aspirated pump again and got 20ml. Diagnostic testing/troubleshooting included aspirating all of the pump. There were no known environmental, external, or patient factors that might have led to or caused the event. Actions and interventions were reported that they would keep a close eye on future refills. Patient symptoms were not reported at this time. Surgical intervention did not occur nor was planned. At the time of the report the pump status was implanted and remained in-service, the issue was not resolved, and the patient¿s status was alive-no injury. On (B)(6) 2016 the representative further reported that a company refill kit/needle were used during the refill as well as a template. There was no difficulty accessing or locating the refill port. Although 6 ml was expected and bubbles were seen after initially withdrawing 6 ml, it was now reported that the health care professional doing the refill believed that perhaps there was still more drug left in the pump after the initial 6 ml were withdrawn. It was now reported as confirmed from the representative that 16 ml were drawn. The representative did not know of further explanation from the health care provider of how after only injecting 10 ml that 20 ml, now reported as 16 ml, were then aspirated. It was not known if the 20 ml, now reported as 16 ml, withdrawn was confirmed to be drug and/or serous fluid.